Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the appendix during video laparoscopic appendicectomy, after insertion of the stapler with the reload, the safety button was green for stapling but did not move and did not follow stapling. The device was twice withdrawn and the load was removed and replaced in the stapler but still with no success. They then changed to a new stapler and used the same load but without success again. Then they changed to a new reload and the stapling was successful. The surgical time was extended by 30 minutes or more due to the product problem and the replacement time. A new stapler and reload were used to complete the case. There was no patient injury.